Event description:
During troubleshooting for an unrelated alarm on the home choice (hc) machine, it was reported there was air in the patient line of the cassette during the initial drain phase of peritoneal dialysis (pd) therapy. The home patient (hp) was connected. Troubleshooting revealed the patient line was not properly primed prior to the patient connecting. The technical service representative reviewed proper procedures and assisted the home patient in ending therapy. The home patient would complete therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.